Manufacturer narrative:
Additional narrative: (B)(6). Device is an instrument and is not implanted / explanted. Device history records review was completed for part # 03.010.523, lot # 9519960. Manufacturing location: (B)(4), manufacturing date: aug 25, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported on (B)(6) 2016, patient underwent a trochanteric femoral nail-advanced (tfna) procedure to repair a hip fracture. During the procedure, while surgeon was hammering the nail during implantation, the threaded driving cap broke off the threaded hammer guide connector and fell on the floor. The threaded portion remained screwed into the connector. Another tfna insertion set was readily available and another driver cap was retrieved from that set. Surgery was completed successfully with less than 5 minutes delay and no harm to patient. Concomitant devices reported: threaded hammer guide connector (part # 03.037.120, lot # 9509533, quantity 1). This report is for one (1) driving cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed: on the returned instruments were examined and the complaint condition was able to be confirmed as the distal threads of the driving cap had broken off and were lodged in the returned hammer guide. The driving cap also showed signs of wear and impaction along the shaft and proximal end. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the driving cap or from cross threading the device. A visual inspection, device history record review (DHR), and drawing review were performed as part of this investigation. Replication of the complaint is not applicable and the device was returned broken. The returned threaded driving cap was returned without an alleged complaint condition. Upon visual inspection there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed: on the returned instruments were examined and the complaint condition was able to be confirmed as the distal threads of the driving cap had broken off and were lodged in the returned hammer guide. The driving cap also showed signs of wear and impaction along the shaft and proximal end. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the hammer guide or from cross threading the device. A visual inspection, device history record review (DHR), and drawing review were performed as part of this investigation. Replication of the complaint is not applicable ad the device was returned broken. The returned threaded hammer guide connector was returned without an alleged complaint condition. Upon visual inspection there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.